Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal (essure coil removed)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (essure coil removed)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred, including reporter and legacy device report number 2951250-2019-11720. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal (essure coil removed)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal (essure coil removed)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (essure coil removed)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("have vitamin d problem"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and vitamin d deficiency outcome was unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event have vitamin d problem was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('large blood clots') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vitamin d deficiency ("have vitamin d problem"), irritable bowel syndrome ("ibs symptoms"), back pain ("lower back pain"), pain in extremity ("foot is still killing me"), allergy to metals ("nickel allergy"), device expulsion ("coils migrated to uterus"), chronic pain ("constant pain"), dysmenorrhoea ("painful period"), mood swings ("mood swings"), affect lability ("emotional and cry at things"), post procedural haemorrhage ("I had extremely heaving bleeding after essure"), post procedural complication ("I spent the night due to complications"), adverse drug reaction ("many side effects") and pain nos ("pain some") and underwent knee operation ("knee surgery"). The patient was treated with cetirizine hydrochloride (zyrtec allergy), diphenhydramine hydrochloride and surgery (hysterectomy and foot surgery). Essure was removed. At the time of the report, the menorrhagia, vitamin d deficiency, irritable bowel syndrome, back pain, knee operation, pain in extremity, allergy to metals, device expulsion, affect lability, post procedural haemorrhage, post procedural complication and adverse drug reaction outcome was unknown, the chronic pain and dysmenorrhoea had resolved, the mood swings was resolving and the pain nos had not resolved. The reporter considered adverse drug reaction, affect lability, allergy to metals, back pain, chronic pain, device expulsion, dysmenorrhoea, irritable bowel syndrome, knee operation, menorrhagia, mood swings, pain in extremity, post procedural complication, post procedural haemorrhage, vitamin d deficiency and pain nos to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal, mood swings, affect lability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: added event: nickel allergy, allergy to metals, device dislocation, pelvic pain and dysmenorrhoea . Patient age added. New reporter was added. On (B)(6) 2020: social media received. Reporter information added. Event : mood swings, emotional and cry at things added. On (B)(6) 2020: content from social media was received. Reporter information was added. New event "I had extremely heaving bleeding after essure" was added. On (B)(6) 2020: content from social media was received. Reporter information was added. New event "I spent the night due to complications" was added. On (B)(6) 2020: social media received. New events added: pain some, side effects. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('large blood clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vitamin d deficiency ("have vitamin d problem"), irritable bowel syndrome ("ibs symptoms"), back pain ("lower back pain") and pain in extremity ("foot is still killing me") and underwent knee operation ("knee surgery"). The patient was treated with surgery (hysterectomy and foot surgery). Essure was removed. At the time of the report, the menorrhagia, vitamin d deficiency, irritable bowel syndrome, back pain, knee operation and pain in extremity outcome was unknown. The reporter considered back pain, irritable bowel syndrome, knee operation, menorrhagia, pain in extremity and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following one was reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- event medical device removal updated to menorrhagia. New events ibs symptoms, knee surgery, foot is still killing me, lower back pain were added. New reporter were added. On 23-mar-2020: fu 9, 10, 11 processed together. On 23-mar-2020: fu 9, 10, 11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.